Manufacturer narrative:
Correction information was provided in h.6. (On initial MDR the evaluation code of b17 was submitted. It should have been b20 on the original MDR). Additional information was provided in d.3. And h.11. The lens remains implanted. The reporter was the patient. The reporter indicated the surgery was in 2014. They stated a pc-tear occurred during surgery and the company lens was implanted behind the iris. Patient contacted company to enquire about MRI (magnetic resonance imaging) safety with the iol. The company lens is safe for MRI. The reporter provided information about issues with their eye since the initial surgery. It is unclear if the issues are related to the eye, the lens placement or both. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure the patient experienced pain all the time. Additional information has been requested and received stating since having cataract surgery oculus sinister (os) in 2014, patient has had nothing but trouble in the left eye. Has had eye pain starting the day after surgery. Patient asked the surgeon why eye hurts and surgeon said did not know. Patient sought a second opinion and was told intraocular lens (iol) was placed behind the iris because the capsular bag had ruptured during cataract surgery. Patient has since had a corneal transplant descemet membrane endothelial keratoplasty (dmek) in (B)(6) 2020. She takes the following eye drops to manage and treat her pain: nonsteroidal anti-inflammatory drug (nsaid) once daily, corticosteroid once daily, lubricant/artificial tear four times daily, osmotic agent twice a day all in os only. She called company to find out if it was safe for her to have a magnetic resonance imaging (MRI) with the iol. Patient was recommended to undergo MRI to rule out trigeminal nerve issues. The patient wanted the eye to be removed. All day, every day patient was taking care of it trying to stay ahead of the pain.